Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 26, 57, to 72 mg/dl at the time of the incident. The customer was at 92 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The customer was wearing the insulin pump during the incident. The customer stated the pump was over delivering as they bolused for a high and the pump gave them all the insulin in the reservoir. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.